Event description:
Pt presents with recalcitrant pain, status post left total knee, arthroplasty, with lack of range of motion, probable loosening tibial component. Surgical notes: on entering the knee, there was 30 cc of clear synovial fluid. In addressing the tibial component, there was a marked overhang of approx 5 mm of the tibial plastic; this could be seen to be rocking back and forth with range of motion. The polyethylene had dissociated from the dovetail mechanism of the orthomet knee. This was then removed. Replacement surgery performed successfully.